Manufacturer narrative:
One device was received for evaluation. The information provided indicates that the unit is obsolete and was unable to be evaluated. The investigation could not determine a root cause or a probable root cause for the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, even with no pencil being used, the cut and coagulation activated by itself. There is no further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, even with no pencil being used, the cut and coagulation activated by itself.